Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot#: va1anqk: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the original cause for the explant was that the lead had migrated to a degree that the patient was not getting symptom control and after having tried different programming options over time. From x-rays taken over a period of time, the tined lead had migrated in and out from original position. The cause of the tined lead was enveloped by soft tissue and appeared to have not deployed was not determined and it was unsure whether it originally deployed but then following migration the tine affected became enveloped by soft tissue. After explanation, the soft tissue was removed and the tine reverted back to its correct shape. A new lead was implanted. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# va1anqk, product type lead; product ID: 388928, serial/lot #: (B)(4), ubd: (B)(4) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported that on explantation, the proximal tined lead was enveloped by soft tissue and appeared to have not deployed. On removing the soft tissue from around the tine, it affected the tine then resumed its normal position. The wire appeared to have moved both in and out and this had affected the response the patient was getting from the stimulation. The lead was completely explanted. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# va1anqk, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 388928, lot# va1anqk, product type: lead; product ID: 388928, serial# unknown, product type: lead. Analysis of the lead (s/n: (B)(4)) found stimulation lead with crushed conductors. Fdc pertains to the lead (s/n: (B)(4)). Fdm and fdr pertain to the lead (s/n: (B)(4)). If information is provided in the future, a supplemental report will be issued.